Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
It was claimed whilst a caregiver was trying to move the enterprise 8000x bed, it did not work. The customer¿s staff moved her hand down the power cord to check if it had not been pulled out. The cord broke in two pieces that time. The caregiver was in shock as may have received an electric shock from the power cord and black marking across 3 fingers. The injured went to the emergency room but no medical intervention was needed. The bed frame was in use by a patient at time of the event, no patient was harmed.

Manufacturer narrative:
It was claimed that whilst a caregiver was trying to move the enterprise 8000x bed, it did not work, so the caregiver moved hand down the power cord to check if it had not been pulled out. The power cord snapped whilst the caregiver was running hand down the power cord. The caregiver alleged that an electric shock might have been received from the power cord and that the black marking were visible across 3 fingers. The caregiver went to the emergency room but no medical intervention was needed. The bed frame was in use by a patient at time of the event, no patient was harmed. Based on the photographic evidence provided, the power cord was broken in two pieces. At the time of the device inspection, an arjo representative also observed that the control box tray, to which the cable holder is fixed, was bent from continued tension being placed on the power cord. The holder's function is to fix the cord to the frame in a way, that will prevent damage to the power cord socket in the control box, in case the cord is pulled during use. If the power cord is excessively pulled or stretched when operating the bed, it results in cable degradation. To sum up, the damages to the power cord and the control box tray, indicate on the excessive external force applied to the cord. Please note that the instruction for use for the enterprise 8000x bed (746-585-en) includes the following information related to the cable damages and regular inspections: - "make sure the power supply cord is not stretched, kinked or crushed" - "make sure the power supply cord does not become entangled with moving parts of the bed or trapped between the bed frame and head board" - "visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly - "examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by qualified personnel during yearly preventive maintenance procedures. The customer¿s staff might have received an electric shock due to contact with a broken power cord. It could have been damaged by continued tension placed on the power cord. This is in line with the bed condition (the power cord was broken in two pieces and the control box tray was bent). The device was used for patient treatment when the event occurred and therefore it was involved in the event. Arjo device failed to meet its performance specification since the power cord was damaged. The complaint was assessed as reportable due to an allegation about electric shock sustained by the customer staff.

Event description:
It was claimed that whilst a caregiver was trying to move the enterprise 8000x bed, it did not work, so the caregiver moved hand down the power cord to check if it had not been pulled out. The power cord snapped whilst the caregiver was running hand down the power cord. The caregiver alleged that an electric shock might have been received from the power cord and that the black marking were visible across 3 fingers. The caregiver went to the emergency room but no medical intervention was needed. The bed frame was in use by a patient at time of the event, no patient was harmed.